Event description:
Noise oversensing which looks like a lead integrity problem possible lead tip wire fracture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).